Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion in the coronary artery. It was reported that a patient underwent a high-risk percutaneous coronary intervention (pci) post st-elevation myocardial infarction (stemi) with impella support on (B)(6) 2026. The right coronary artery (rca) intervention was completed successfully using 80 ivl pulses. Following successful rca intervention, on (B)(6) 2026 the physician started intervention on the left anterior descending artery (lad). The final four cycles (40 ivl pulses) were performed on the proximal lad. An angiogram subsequently taken revealed a flow limiting grade f dissection of the lad. The patient developed ventricular tachycardia and coded on the table in the cath lab. While the patient was coding, the physician stented the lad twice to restore flow, and a penumbra cat rx thrombectomy catheter was used to remove the clot caused by the dissection. No pre- or post-dilation was performed. The procedure was successfully finished after stenting and thrombectomy. The physician believed the shockwave device caused the dissection of the lad. The patient was reportedly still in the ICU, and the impella was discontinued late evening on (B)(6) 2026. No device malfunction was reported.

Manufacturer narrative:
The device referenced in this report was discarded and not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. Based on the information available, the cause of the dissection, ventricular tachycardia, and subsequent cardiac arrest and clot could not be definitively determined. The physician believed the shockwave device caused the dissection of the lad. There was no reported device malfunction. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.